Event description:
It was reported that the seal on the stapler was misaligned and not sealed properly, indicating it was contaminated. Device not used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Please provide a picture (if available). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tlc10 device was received inside of its package with the tyvek misaligned blister causing a breach in sterility. This defect has been correlated to a manufacturing process. The device was sent to cincinnati for additional evaluation and one tlc10 device was received with a misaligned tyvek lib. The misalignment of the lid caused an incomplete heat seal around the edge of the petg tray. The device was inspected, and areas of the package were analyzed using fourier transform infrared spectrometer (ftir), which can identify the composition of a polymer by passing an infrared beam into the material and measuring the wavelength of the light absorbed by the material. There does not appear to be adhesive in the area of the missing seal. This indicates that the lid was not in contact with that area when the heat was applied. There does not appear to be any foreign material on the tray in the area where the seal was missing. A manufacturing record evaluation was performed for the finished device lot number v95e31, and no non-conformances were identified.